Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ac power module was overheating and the device was failing to charge the battery. There was no reported patient involvement.